Event description:
Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 16psi, which is outside the acceptable range of 22 to 38 psi.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 16psi, which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed no prior similar complaints. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. The device was recalibrated, which successfully resolved the issue. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Manufacturer narrative:
During routine preventive maintenance (pm) testing of an infusion pump the device failed the 30psi occlusion test at 16. The passing specification for the 30 psi occlusion test result is between 22 and 38 psi. A device history record (DHR) review showed no similar complaints reported. The failure mode is confirmed. The failure is still under investigation. CAPA: zm2023-23 has been initiated to investigate the failure. Reference to complaint#: (B)(4).

Event description:
During routine preventive maintenance (pm) testing of an infusion pump the device failed 30 psi occlusion test result at 26psi. There was no patient involvement.